Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the cap piercer blade wash station. The fse found the cause of the leak was an obstruction of rubber sample tube caps in the connection on the cap piercer drain tube line #118. The fse removed the obstruction from the drain tube line connection to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from the cap piercer on a unicel dxc 800 pro synchron system. The customer stated the leak was contained to the instrument with fluid found on top of patient sample tubes. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.